Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The device was received for evaluation. The returned unit was visually checked and no issue was detected. It was then gravity tested in the laboratory and the liquid flowed correctly through the tubing; hence, no air in line was detected and the set was conforming as per product specifications. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a buretrol set had air in the line. This occurred during infusion; the device was being used with a colleage pump. It was reported that bubbles were found at the portion of the tubing that exits the pump. There was no patient injury or medical intervention associated with this event. No additional information is available.